Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient reported the controller was not responsive to touch since 6-8 months ago. Patient has to remove the battery from controller and reinstall before the controller touch screen is responsive again. Patient to call back with controller serial number to allow replacement. No symptoms were reported. Pt called back stating the rep told them to call. The controller keeps stopping and pt has to reset it. The controller keeps spinning on looking for device and never finds it. It occurs without recharger attached. The issue started long time ago. Pt also started getting a message to replace battery. An email was sent to repair to replace the controller. Pt also reported the controller lost its adaptive stim qualities. When pt stands up from lying position, the settings remain the same. Reviewed as is not related to controller. Reviewed to go in the upright position, adjust stim and wait for 5 min.